Event description:
During the device evaluation, the gastrointestinal videoscope exhibited a white foreign material in the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Additionally, foreign material may not have been removed since processing was not conducted properly due to loss of watertightness cause by damage on the biopsy channel. However, a definite root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor the field performance of this device.